Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: during investigation, the black box and alarm history showed cs 012 alarm. The battery compartment and cap were undamaged and able to fit securely. There were no cs 012 alarms during the investigation. The product performed within specification. The original complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or the continuous glucose monitor module. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.